Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries was not holding a charge. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is ongoing. The reported problem (battery won't hold charge) has been confirmed. Upon inspection, it was found that the battery pack would not charge when put in a test battery charger. However, the battery was still able to power up a monitor. The defective battery pack has been sent to the supplier to undergo root cause analysis. Supplemental report will be submitted upon supplier's determination of the root cause of the defective battery pack. No adverse event results from the defective battery pack. The pt was issued a replacement battery pack.